Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of failed battery test, off no power anomaly, battery out limit and unexpected restart alarm. The customer's blood glucose reading was unknown. The customer did not receive low battery alert prior to off no power alert. Customer was advised to insert new aaa alkaline battery. The customer received failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no a21 alarm, no unexpected off no power alarm, no failed battery alarm and no battery out limit alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.